Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed as the battery dropped once unplugged from charger, and the receiver will not boot up. An internal visual inspection was performed and passed. A battery inspection was performed and failed. The receiver log was downloaded by using a good known battery. The receiver log was reviewed finding error related to the complaint. The allegation was confirmed. The probable cause cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device available for evaluation additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.